Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during routine follow up with an implantable cardioverter defibrillator (ICD) that exhibited post paced t-wave oversensing. Programming changes were made and no further oversensing was seen. The patient was asymptomatic.